Manufacturer narrative:
Updated fields: h2, h6, h11. Additional information: review of the provided images reveal a green reload installed within a sureform 45 stapler instrument. Two of the images appear to show the clamp fully engaged, with the firing sequence initiated. Based on the provided images, no definitive conclusions can be made regarding the performance of the instrument, reloads, or the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, a sureform 45 stapler instrument with a sureform 45 blue reload installed was used multiple times in the deep pelvis to resect the rectum, but each clamping attempt resulted in a ¿tissue too thick to clamp¿ message. The surgical team then switched to a sureform 45 green reload, after which stapling was possible; however, the surgeon observed that the staple line appeared curved and irregular rather than straight. A leak was identified in the middle of the staple line. As a result, the surgeon elected to convert the case to open surgery in order to suture the staple line defect. The patient tolerated the procedure change without any significant problems. Mobilization and the gradual reintroduction of food proceeded as scheduled; however, the patient experienced severe postoperative wound pain. Per the surgeon, radiation therapy prior surgery had possibly caused inhomogeneous tissue in the resection area.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Stapler logs showed the sureform 45 stapler instrument was installed on the system 8 times and fired five sureform 45 green reloads. On install 1, the user made 4 incomplete clamp attempts. No firing was attempted. On install 2, the user made 3 incomplete clamp attempts. No firing was attempted. On installs 3, 6, and 8, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 4, the user made 1 incomplete clamp attempt. No firing was attempted. On install 5, the first clamp was incomplete. The next clamp was successful, and the firing was completed with no pauses for compression. On install 7, the first clamp was incomplete. The next clamp was successful, and the firing was completed with no pauses for compression. There were no stapler related errors in the logs.